Event description:
A gore viabahn endoprosthesis was used for the treatment of a ruptured brachial cephalic fistula. The 8mm device advanced over a boston scientific platinum plus .014" guidewire. As reported, the vessel diameter appeared approximately 11 mm in diameter. During device deployment, the distal portion of the device appeared to bow and a slice in the deployment catheter occurred. The device deployed; however, the device migrated distally into the subclavian vein. Guidewire access was lost. A veinotomy was then performed to remove the migrated device. The fistula rupture was surgically repaired. The patient was report to be fine post procedure.

Manufacturer narrative:
Method - review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - based on the event description, the device selection may have been improperly sized. Per instructions for use, the recommended vessel size for a 8mm viabahn device is 6.6mm - 7.5mm. The improperly sized device may have contributed to the device migration and subsequent removal.